Event description:
It was reported that during a ptca treatment procedure involving a lesion in the apical portion of the lad artery, the viva balloon lost pressure at 4 atm's on the initial inflation. The viva balloon was removed and replaced with another catheter to complete the procedure. The patient was asymptomatic during this event. The sizes and types of introducer sheath, guidewire, guide catheter and inflation device used in this case are unknown. The procedure was successfully completed. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.